Event description:
The patient developed erythema at injection sites approximately two weeks after the first treatment with bovine collagen. Indurated nodules formed in these areas in the month following. The physician treated with intradermal triamcinolone, which was minimally effective. The physician plans to use topical tacrolimus as the next therapeutic intervention.